Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "implantation of foreign materials can result in an inflammatory response or allergic reaction." The user facility was notified of the event on february 7, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed february 11, 2011.

Event description:
It was reported that patient underwent a bunion repair procedure on (B)(6) 2010. Approximately twenty-two days after the procedure, the patient presented with a systemic reaction of hives and itching. Several courses of steroid medications have provided temporary relief. There has been no report of allergy testing and no revision procedure has been reported to date.